Event description:
The patient was revised because of tibial loosening.

Manufacturer narrative:
Examination was not possible as no product was returned. A search of the warsaw and international complaint database did not find any additional reports of this nature for the product code/lots provided since their respective release for distribution. The investigation could not verify or identify any evidence of product error contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.